Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify what was meant by "the implant was working fine until the fall," the patient stated they didn't understand the "on/off" arrows on page 14 of the manual and indicated they may have left it "on". The patient stated the issue was not caused by normal battery depletion. The patient indicated it was unknown if the cause of the device not working was determined.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient states they took a fall about 3 weeks ago and it doesn't appear that the therapy is working properly. Patient states they are not getting more than a day or two of any noticeable change in the program. Patient mentioned they have changed the program twice. The patient has changed the program probably twice since after the may 1st insertion. Patient also mentioned they are filling 3-4-5 pads a night and is up every hour at least and maybe getting a little more sleep than that but not much. Agent asked if the therapy has not been helping with symptoms since the fall and patient states no, the implant was working fine up until the fall. They are not getting any regular results from the therapy. Patient is close to having the device removed. They feel they have been left on their own. Agent asked if they had tried increasing the stimulation. Patient had increased stimulation and was feeling stim in their feet but not in the pelvic area. Agent suggested considering a different program. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with healthcare provider on oct 28th at 11am. Patient would like the rep at the appointment. Sent email to rep to confirm if a rep can be present.